Event description:
The user received questionable testosterone generation 2 (testosterone) results for multiple samples from two patients. The user stated all samples were processed though the modular preanalytic system (mpa) except the first sample for patient 1. The user stated they "chalked up the discrepancy for the first specimen as being due to a misdraw or a mispour on our part". Patient 1 initial result was 251.4 ng/dl and was reported outside the laboratory. The sample was then sent to another laboratory for testing by liquid chromatography-tandem mass spectrometry on (B)(6) 2011 and the result was 23 ng/dl. On (B)(6) 2011, the initial result from a new sample was 11.20 ng/dl and was reported outside the laboratory. The sample was then sent to another laboratory for testing by liquid chromatography-tandem mass spectrometry on (B)(6) 2011 and the result was 23 ng/dl. It was unknown if patient 1 was adversely affected. Patient 2 was a male patient born on (B)(6). On (B)(6) 2012, the initial result was 224.4 ng/dl and was reported outside the laboratory. A sample from the same venipuncture was sent to another laboratory for testing by liquid chromatography-tandem mass spectrometry on (B)(6) 2012 and the result was 10 ng/dl. The physician questioned the result from the cobas e601 as he was expecting a low result. On (B)(6) 2012, the sample was sent to a second laboratory for testing on analytical e module serial number (B)(4) and the result was 241.2 ng/dl. On (B)(6) 2012, the user tested three samples drawn from the patient on (B)(6) 2012 at the same venipuncture which included the sample giving the result of 224.4 ng/dl. The results were 236.8 ng/dl, 233.3 ng/dl and 226.1 ng/dl. On (B)(6) 2012, one of these samples was sent to the laboratory testing with the liquid chromatography-tandem mass spectrometry method and the result was 20 ng/dl. Patient 2 was taken off lupron on (B)(6) 2012 and put on degarelix due to the result of 224.4 ng/dl from the cobas e601. The user stated they felt there was no adverse effect due to this change, but did not have information concerning this. The user stated they believed the results generated by the liquid chromatography-tandem mass spectrometry method to be correct. The testosterone reagent lot number was 16369602 with an expiration date of 05/31/2012. The user declined a service visit as the results from the cobas e601 matched the results from the analytical e module.

Manufacturer narrative:
A sample from patient 2 only was submitted for further investigation and a specific root cause could not be determined.

Manufacturer narrative:
Medications for patient 2: lupron therapy, bicalutamide, prasvastatin sodium, gabatentin, folic acid, vitamin d, metoprolol tartrate, fish oil and calcium.